Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump may have alarmed no delivery. The blood glucose reading was 342 mg/dl, which was treated with manual injection. The most recent high blood glucose reading was 595 mg/dl, which was also treated with a manual injection. The customer's father stated that neither the customer nor the insulin pump were present in order to troubleshoot the issue. He stated that the customer went to change the insertion site and the insulin pump stopped delivering insulin. He advised that he would call back in order to troubleshoot the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.